Event description:
Pt with acute lymphoblastic leukemia in remission on chemotherapy was noted to have leaking from central venous catheter site. Cxr revealed the broken right sided central venous line with the tip within a branch of the left pulmonary artery. The pt was hospitalized to have the catheter tip removed by interventional radiology. Due to lack of cardiac bypass capability in the event of complication the interventional radiologist recommended transfer to a center with bypass capability. The pt was transfered where a cardioloist removed the catheter tip.